Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that there was a deformed balseal spring at the lead or extension insertion point in the connector port of the ins. A new lead cannot be inserted past the #15 connector. The #15 balseal connector spring is deformed. Because the lead could not be fully inserted into the #8-15 connector, it caused the high impedance issues that were observed on that port. The previously reported result code 1023 no longer applies to this event.

Event description:
It was reported that during the procedure high impedance was observed and electrodes 9-15 were over 10,000 ohms. The leads were taken out and cleaned off, retested, and switched around. The set screws were loosened but the lead would not go into the bottom 8-15 slot fully. The bottom 8-15 slot of the implantable neurostimulator (ins) would not allow lead to fully set in. After multiple troubleshooting in the operating room, including impedance testing, a new ins was opened, the leads fit properly and all the impedances were good. All of the impedances were within range with the new ins. The issue was resolved. The cause of issue was determined. There were no symptoms or complications associated with this event. The product status of the implantable neurostimulator (ins) was never implanted. A different product was used. Later, the manufacturer representative saw the patient¿s post-op and the patient was doing excellent. The patient¿s status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.